Manufacturer narrative:
Additional initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. All attempts at regaining the fiber optic arterial pressure (ap) waveform were unsuccessful. After discussion and searching for the proper cables, the customer was guided to connect the transducer ap to the cardiosave intra-aortic balloon pump (iabp). The therapy was not interrupted due to the issue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).